Manufacturer narrative:
Mounting post on base sheared off and remainder of post was found elevated from its normal position. Post was removed and sent for electron microscope evaluation to determine if cause was metal fatigue or external force. As of 2007, results of testing have not been received. Submitting initial report and will send follow-up report with test results.

Event description:
As reported, base fixture on the thumper was cracked and the column could not fit tight to the base.